Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.